Event description:
The customer reported false nonreactive architect syphilis tp results generated by the architect i2000sr processing module on a 78-year-old male patient, which were inconsistent with results obtained from the other platform. The following data was provided (<1.00 s/co = nonreactive, = 1.00 s/co = reactive): initial result =0.87 s/co, repeat results = 0.92 s/co & 0.99 s/co. Elisa =2.12 coi, yhlo = 4.58 coi snibe = 3.74 coi reference range = </1.0 coi = negative) tppa= positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06-84, that has a similar product distributed in the us, list number 08d06-31, and a 510k number of k153730.